Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06488. It was reported that patient presented in the clinic complaining about shocks received twice during middle of night. Device interrogation revealed patient received shocks four times, right ventricular (rv) lead was suspected to be dislodged. Double counting of p and r waves was observed. Drop in sensing was noted on rv lead along with no capture. Programming changes were made, and patient was scheduled for lead revision. On (B)(6) 2019, rv lead was explanted and replaced with new one. The patient was stable before and after the procedure.